Event description:
It was reported that on the day of use, there was a small stain on the foley catheter.

Manufacturer narrative:
The reported event was confirmed. The root cause was unknown. One sample was confirmed to exhibit the reported failure. The reported failure is considered out of specification as the reported failure was reproduced. The product was used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley. Visual inspection of the sample noted 1 two-way foley catheter with foreign material on the catheter shaft measuring (5.00sq mm). A potential root cause for this failure mode could be ¿no follow up to good manufacturing practices¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. Correction: d, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that on the day of use, there was a small stain on the foley catheter.